Manufacturer narrative:
The physician reported that no patient information is available due to age of event. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufactured date is determined by the lot# and is therefore also unavailable. Device manufacture date is dependent on the device lot number, thus unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips cardiac lead management representative was having a consulting meeting on 12feb2019 when a physician mentioned that a patient death occurred about 6 months ago while using a 16 fr spectranetics glidelight laser sheath 500-303. There was an injury to superiior vena cava (svc), rescue interventions were implemented, but patient did not survive. The physician reported that no further information regarding this issue was available.